Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported right side rupture via ultrasound. Device explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, b5, b6, d1, d2, d3, d4, d6, g2, g4, h4, h6. Clarification to b3 partial date of event: feb. 2025 was provided. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician confirmed ¿replacement due to rt rupture¿. Ultrasound imaging revealed rupture. The device has been explanted and replaced.